Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that the orc delaminated at the cut edge during an open ventral hernia repair. The surgeon continued to sew the device in place. No adverse patient consequences were reported.